Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod (serial number (B)(4)/lot number 5205077) was returned for evaluation. The device was visually inspected and the sensor wire was missing from the sensor pod and housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.